Manufacturer narrative:
The reported events were dislodgement and a capturing issue. A complete lead was returned for analysis. As received, visual and x-ray analysis noted the helix was stretched / bent as received, therefore the helix mechanism test was unable to be performed. The reported event of a capturing issue was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for follow up. Patient had symptoms dizziness and dyspnea. Device interrogation revealed intermittent of capture due to dislodgement on a right ventricular (rv) lead. Fluoroscopy was performed to confirm dislodgement. The physician elected to explant and replace the lead. The patient was discharged from the hospital after the procedure.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed intermittent capture due to dislodgement on a right ventricular (rv) lead. Fluoroscopy was performed to confirm dislodgement. The physician elected to explant and replace the lead. The patient was discharged from the hospital after the procedure.